Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). On september 26, 2018, it was reported that the unit guard was bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on october 16, 2018 revealed that the comb, roller, and side plates were damaged. The pretests could not be performed due to the damaged parts. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 16, 2018 which included replacement of the worn bushings, worn side plates, damaged comb, and roller. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet surgical it was noted that the comb was damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet surgical it was noted that the comb was damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Skin graft mesher guard was bent. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the skin graft mesher guard was bent. Attempts have been made and no further information has been provided.